Event description:
An event involved a 7" (18 cm) appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, luer lock where the customer reported leaking between the extension and the pigtail. The pigtail was replaced but leaking was still noted. The link on the extension set was not able to be removed so the entire extension set needed to be removed. In the process of replacement, the IV catheter came out which needed to be replaced. The reporter added that the patient's blood sugar at that time was low (specific information not provided). There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review should be performed. Additional reporter information: (B)(6).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.